Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified pre-dilated lesion (80 percent stenosis degree) in the severely tortuous mid cx. The device was introduced. But then it was detected that the stent was damaged at the proximal edge. The procedure was finished by using another stent.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end. Several stent struts are lifted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.